Event description:
Customer reported that an unexpected negative reaction was obtained with a known anti-k sample when testing was performed on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Negative results were obtained in cells 1 and 2 of the initial testing. Cell 3 visually appeared to be positive adherence with a ragged cell button. The customer was made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009 of which the customer was already aware of.